Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 500 mg/dl while wearing the pod. Patient exhibited "symptoms of dka" such as vomiting and "feeling really sick." Pod was used to administer correction boluses "throughout the day," however, his condition did not improve. A new pod was applied on a different site, however, "a few hours" later patient was taken to the hospital and diagnosed with diabetic ketoacidosis. Physician advised admitted patient for a period of 2 days. Treatment included intravenous deliver of insulin via an insulin drip. Physician ordered patient to treat via manual injections of lantis and humalog and not to return to pod usage until a1c improves. Patient's mother is unable to locate the pod, therefore, not available for return.